Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, the electrical (el) connector was damaged and caused the no image event. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the IFU: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Important information ? Please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope leaking. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image issue. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to defective electrical connector. The bending cover had leakage, and the angles were insufficient due to angle wires being longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.